Event description:
It was reported that the ventilator showed technical failure codes indicating an issue with the pressure sensor board. There was no serious deterioration in the health of a patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. The sensor board was replaced and this resolved the issue. Investigation is ongoing.

Event description:
It was reported that the ventilator showed technical failure codes indicating an issue with the pressure sensor board. There was no serious deterioration in the health of a patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. The sensor board was replaced and this resolved the issue. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.